Manufacturer narrative:
The mvp pushwire and plug were returned for analysis. The 5f merit kumpe catheter was not returned. No bends or kinks were found with the pushwire. There were five partial filled coil gaps with the pushwire distal threaded section. The mvp plug was found to be separated from the pushwire at the detach zone. The plug was examined and found to be not fully opened. Several holes were found with the plug membrane cover. The membrane cover of the plug struts was found to be stuck together. No damages were found with the proximal marker. The proximal end of the proximal marker (threaded insert) was found to be clear of obstruction. Visual inspection of the threaded insert revealed no irregularities. The plug was re-attached to the pushwire. The pushwire distal threaded section was completely covered by the plug proximal marker. The plug was secured and torquer attached proximal to the detachment zone. The plug was successfully detached with 5 full rotations of the torquer/pushwire. No other anomalies were observed. Based on the device analysis and reported information, the report of premature detachment was confirmed; however, the root cause could not be determined. The mvp plug was found to be separated from the pushwire at the detach zone. No defects were found with the device that would have contributed to the premature detachment issue. Movement of the catheter during advancement, insertion of the device too quickly or too aggressively, resistance during delivery, severe vessel tortuosity, torqueing pusher during device delivery or deployment technique can contribute to premature detachment of the device. There was no resistance felt by physician during delivery and the patient¿s vessel tortuosity was ¿normal¿. The lot history record showed no discrepancies that would have contributed to the reported experiences. All products are 100% inspected for irregularities and damages during manufacture. The mvp devices are 100% inspected for od after 1x resheathing. Per the mvp instructions for use (IFU) contains the following warnings: do not twist or rotate the delivery wire or the device may detach prematurely. Preparation for use and directions for use: in order to achieve optimal performance of the mvp system and to reduce the risk of thromboembolic complication, a continuous saline flush should be maintained between microcatheter/catheter and guidewire and mvp system. Confirm that the marker bands are positioned optimally and deploy the mvp device by maintaining forward pressure on the delivery wire and unsheath the mvp device by pulling the microcatheter/catheter back slowly. No corrective action is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the mvp device detached from the pushwire while being advanced in the 5f cook kumpe catheter. This event occurred when about 2-3mm of the plug was deployed into the vessel when it became detached. When the device was retrieved from the catheter, the device did not expand back to its original size. No patient injury occurred. The mvp-9q was being placed in a collateral vessel from the subclavian vein during a av fistula case. According to the physician, the vessel was about 5.5mm in size. Collateral vessel was high flow, so it was decided to up-size the mvp from the 7mm to the 9mm. Vessel tortuosity was normal. The mvp system was prepared as indicated in the IFU. A continuous heparinized saline flush was not used during the procedure. A 65cm 5f merit kumpe catheter was used to deliver the mvp. Once the mvp prematurely detached from delivery wire, the catheter was removed from vessel and mvp was flushed out of catheter by saline. There was no resistance felt by physician. The mvp was at the distal tip of the catheter, the physician tried to deploy mvp into vessel but noticed that the wire was not attached to plug. At this point, the front portion of the mvp was inside the vessel, but the remaining ¾ of the plug was still inside catheter. Catheter was then removed from vessel, mvp was the flushed out of catheter. The same merit 5f catheter was re-inserted and the physician used an amplatzer plug to complete the procedure. There are no images.